Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, battery testing, power on self-test and an alarm log review were performed. During service it was identified that there was a damaged battery. The cause of the malfunction is unknown. The battery was replaced in order to fix the found malfunction. The pump was serviced and restored to good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician experienced a damaged battery alarm on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.